Event description:
It was reported the home patient had connected to the patient line for peritoneal dialysis therapy on the homechoice device, during the prime. The technical service representative (tsr) explained the importance of the patient not being connected during the setup steps and that they could not continue therapy with current supplies. The tsr instructed for the patient to end the therapy and either start over with new supplies or finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.